Event description:
It was reported that during a follow-up visit, interrogation indicated the device was at eri, yet battery impedance was normal. Lead impedance was normal at first check, then went to undefined value in unipolar and bipolar. Sensing and thresholds were normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: preliminary and functional testing confirmed eri (elective replacement indicator) parameters. Further analysis determined that the telemetered battery voltage reported was <1.5 volts while the actual battery voltage was 2.75 volts. The anomalous battery voltage readings were determined to be associated to the charge pump circuitry. The root cause could not be determined due to damage to the integrated circuit during analysis.